Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the coating on the coil was peeling off. The bundle was severely broken. The bending angle was found insufficient due to the elongation of the angle wire. There was improper insertion of the instrument into the forceps channel. The flexible tube of the insertion section was deformed. Water tightness of the camera was not maintained, and the device end adhesive was missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus airway mobilescope due to a broken fiber. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the coating material had begun peeling. This report is being submitted to capture the peeling coating material discovered during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on how to handle the device including a usage environment. Olympus will continue to monitor field performance for this device.